Manufacturer narrative:
(B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative (rep). It was reported that the rep spoke with the patient's follow up doctor and thought the stall began (B)(6) 2018 without a recovery date. Tube set was (B)(6) 2018. There was not a source of electromagnetic interference that caused the stall to occur. The rep did not know the actual drug concentrations or doses but stated that there was a high intrathecal baclofen and a low morphine dose programmed. They were trying to schedule the patient for a pump replacement the afternoon of (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown) at 2000 mcg (unspecified if concentration or dose) and morphine (unknown) at 129 mcg (unspecified if concentration or dose) via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient was given narcan 3 times at the hospital. She was trying to contact her doctor and manufacturer rep presentative (rep) because they now said she had epilepsy because she was having seizures and shaking and she was in "massive, massive" pain. The patient was not sure if they did anything to her pump. The patient called the healthcare professional (hcp) office and left messages. The patient's new symptoms were epilepsy but the seizure disorder, mental stage cerebral palsy, cough and chronic pain syndrome were pre-existing. The patient's hcp was familiar with her hospitalization and she had an appointment with a neurologist in (B)(6) (year unspecified) because they thought she was having a specific type of seizure because she didn't shake but "yesterday" she was going into convulsions. After the patient came home from the hospital and rested and tried to do her normal routine she was crying and couldn't keep food down and in pain and she was not sure if they did something to her pump or if the narcan did something to her pump because the first dose of narcan was "really high" in an IV and the second dose was ".4," and ".4 again in an interval." Patient services reviewed the rep's role and recommended the patient contact her hcp office. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6)2018: baclofen with concentration 3,000.0 mcg/ml at a dose rate of 1,500.4 mcg/day, and morphine with concentration 250.0 mcg/ml at a dose rate of 125.03 mcg/day. Eval code - conclusion code ¿ is being updated to for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.